Manufacturer narrative:
Inspection: the returned device was examined. Visual inspection revealed the tip has fractured off. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a set screw driver no longer retained the set screws intra-operatively. The second driver in the set was used to complete the procedure without patient impacts. Device evaluation by the manufacturer found the tip had fractured off.